Event description:
The physician reports performing cataract surgery with attempted implantation of the li61aor intraocular lens using the ez-28 delivery device. After the lens was inserted, the surgeon noticed, the optic was scratched. The lens was removed successfully with a second li61aor. One suture was required to close the wound. Additional information has been requested. Reference MDR #1119279-2010-00096.